Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for the non-patient (np) end cannula separating from the luer of the incident lot was observed. Additionally, evaluation & testing of the customer samples was performed and no issues were found during separation/pull testing as all results met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for the np end cannula separating from the luer of the incident lot was observed. Additionally, evaluation & testing of the customer samples was conducted and all results met specifications. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the non-patient end needle of 2 bd vacutainer® winged safety push button blood collection set(s) with 12 in tubing and luer adapter, broke off into the blood collection tube and remained in the stopper. The needle then was stuck out of the top part of the blood collection tube. There was no report of exposure, injury or medical intervention.